Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd syringe safety 3ml ll 24x3/4 an curitiba the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the unit reports that the needle that comes with the 3ml syringe is breaking easily. Break at the joint between the rod and the cannon.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe safety 3ml ll 24x3/4 an curitiba the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the unit reports that the needle that comes with the 3ml syringe is breaking easily. Break at the joint between the rod and the cannon.